Event description:
It was reported that the user saw a ¿warm up¿ status in the dexcom app while the ilet displayed ¿start sensor,¿ and the user disclosed they had paired the dexcom g7 only in the dexcom app and not in the ilet. Symptoms included no adverse clinical effects and no change in blood glucose. Outcomes included successful initiation of the sensor session on the ilet and subsequent glucose readings. Investigation included customer support troubleshooting and user education. Investigation of this case revealed user setup error related to incorrect or incomplete pairing workflow between the dexcom g7 and the ilet, with device function restored after proper pairing was performed. It was concluded, based on previously established findings for similar reports, that the cause was user error.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.